Event description:
It was reported that the stapler stopped stapling. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was examined by applying normal pressure to the trigger functions and locking feature. During this testing the handle mechanisms seized. The locking window indicator showed the device was in a "locked" mode; however, the triggers were not in the appropriate configuration for this to occur. After applying additional pressure to the grey trigger, the handle controls appeared to realign, resulting in the ability of the device to articulate normally. The original equipment manufacturer's website indicates the safety lock-out feature prevents inadvertent firing of empty or misloaded cartridges. It is possible this feature was activated causing the triggers to lock in the wrong position. Since the device was processed through the open/unused program, it was not subjected to function testing prior to release from sss. Due to the infrequency of this type of event, no trend analysis is available.